Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 322 mg/dl. The insulin pump would not let them do anything or rewind. The customer reverted to shots for the day. The insulin pump alarmed battery out limit with 5 different batteries. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error during testing. It also had an unresponsive esc and act buttons due to unlocked lcd keypad connector. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. In addition, we were unable to verify battery out limit alarm due to unresponsive button. The device had no frozen screen noted during testing. The time and clock moved. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.